Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial lead was oversensing. The atrial lead sensitivity and the right ventricular lead sensitivity were re programmed. The lead remains in use. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.